Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was fully functional. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that this anomaly is a known error. This occurrence will not be added to the existing test track record as that record was closed with the release of stealth application 1.1 which incorporated the fix for this anomaly. Analysis found that the issue was related to the software.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and caused a delay of less than one hour to the surgery. It was reported that during a case, the sphere of accuracy following a registration moved to the right of the patient¿s head. The system was rebooted, but the issue was not resolved, and the system displayed a low performance error. The surgery was completed without navigation and there was no impact on patient outcome.